Event description:
It was reported that during the ablation to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. During insertion of the non-boston scientific (bsc) catheter air ingress was observed. Upon removal of the non-bsc catheter, no air ingress was observed in the side port. The hemostatic valve of the faradrive steerable sheath clear was determined to be defective. The procedure was completed using different faradrive steerable sheath clear. No patient complications have been reported. The product is not expected to be returned as it was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.